Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. A capacitor of the voltage supply of the monitor, which is a supplier part, was defective. This led to the error in which no images could be displayed. Despite all quality measures, such capacitor failures cannot be completely avoided, as they are caused by the component and its wear and tear. In the given case, the component had been in operation for about 16 years before the defect occurred. The affected capacitor was replaced by the service organization and the defect has not been reported again. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that smoke was coming from the reference monitor on the display ceiling system (dcs). The live and reference monitors were not working. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.